Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient experienced symptoms of increased pain in the back, and urinary incontinence. MRI imaging revealed cord compression. As a result, surgical intervention occurred on (B)(6) 2022 and the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient experienced symptoms of increased pain in the back, and urinary incontinence. MRI imaging revealed cord compression. As a result, surgical intervention occurred on (B)(6) 2022 and the system was explanted.